Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and high impedances were also noted on two contacts on one of the spinal cord stimulator (scs) leads. The patient underwent a procedure wherein the ipg and leads were replaced and that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated, event occurred in 2024. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 7071636 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 7071619 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4).